Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump screen was scratched and the display was dim. No reported adverse impact to the customer's blood glucose. Customer declined follow up with tandem technical support.